Event description:
It was reported a 30 mm amplatzer pfo occluder was chosen for implant on (B)(6) 2022. During procedure, during an attempt to deploy the device, the left disc presented with a bulbous shape deformation. The device was re-captured three times and each time the device was recaptured and redeployed the device presented with this deformation. Despite the deformation, the physician decided to place the device. The device made no contact with atrial structures during deployment. There were no angulation issues or kinks in the delivery system. The patient remained stable throughout the procedure and the procedure was completed successfully. No additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. Two images were received from the field, which appeared to show an occluder deployed in the patient in a deformed conformation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, artmt600034287 revision b "do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device."

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio delivery system. During deployment in the left atrium, the left disc deformed into a dome/convex shape. Three recaptures were performed, however the deformation persisted. The physician elected to implant the device. There were no anatomical interferences and no interaction with atrial structures during deployment. No angulation or kink was observed with the delivery system. The patient was hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient was reported to be in stable condition.